Event description:
A patient was implanted approximately 3 weeks ago with a plate and screws for a peri femur fracture. X-rays taken on an unknown date indicate both the locking and conical screws have backed out and plate is off the bone. The patient is reportedly obese with very poor bone quality and other health issues. Patient was transferred to another facility for revision. This report is #3 of 6 for complaint # (B)(4).

Manufacturer narrative:
Device is used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.